Event description:
During the procedure, an air leak was detected during aspiration from the introducer. The introducer was replaced, and the procedure was completed with no adverse patient consequences.